Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables, wall adapters and power sources. Customer reported blood glucose (bg) level was 300 (mg/dl) with small ketones. The customer stated they installed a new infusion set site and did not remove the old site. The customer reconnected the pump to the old site. The customer then attached the pump to the new site and delivered a bolus to address bg level. Reportedly the customer has manual injections as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged battery malfunction was verified. An alarm 2 (occlusion alarm) was found in the pump logs; however, no failure was identified. The occlusion alarm was the most likely cause of the elevated blood glucose level.